Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient allegedly was treated on (B)(6) 2019 while sitting at his computer. The patient reported that there was no blue gel present and that the device did not alarm or vibrate. The patient was conscious during the alleged treatment event. The patient reported that the alleged treatment was "as loud and as intense as dynamite between the ears". The patient compares the alleged treatment to "being shot in the back with a double barrel shotgun". Per clinical review of the continuous ECG data, there was no treatment event on (B)(6) 2019. The patient did not report any injuries and continues to wear the lifevest. The patient also reported that the monitor was unable to power on.